Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a drainage treatment procedure foreign material was noticed on the device. A vtcb/8.3 flexima regular w/ro was selected to drain an unknown location. During unpacking, a white powdery substance was noted on the catheter. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported.